Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined that the malfunction of a power supply assembly of the instrument led to the smoke. The cse replaced the power supply with a new model, tested the voltages and removed the damaged ancillary packs. The cause of the smoke being emitted from the instrument was due to the malfunction of the power supply assembly. The instrument is performing within specifications. No further evaluation of device is required.

Event description:
Smoke was emitted from the back of an advia centaur xp instrument. The customer turned off the instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.